Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was unknown. Troubleshooting was conducted and we explained the possible causes for the alarm. The patient also reported a loose drive support cap. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratched display window, cracked reservoir tube lip. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unit alarmed during the prime test due to protruded/loose drive support disk.